Event description:
Procedure type: oral surgery. According to the reporter: the pt had an initial surgery in 2007. Sutures were applied to the thyroid tissue initially. A granuloma was found on the suture post-operatively. Re-operation was performed to administer local detersion and antibiotics (pyostacine), and the suture was removed to induce cicatrization post-operatively. Current pt status: pt is doing well.

Manufacturer narrative:
.